Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 btt insufflation port not working. Had to use accessory kit to finish case. No delay. No harm.

Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for lots 3000396044, 3000384101, and 3000388391 the last 3 lots shipped to the account prior to the event/aware date. For lots 3000396044 and 3000384101. There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot 3000388391. There was one (1) ncmr , rework, or deviations documented for the lot number.based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.